Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device is suspected of exhibiting premature battery depletion behavior. Additionally, this cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, and the device has been emitting beeping tones every 6 hours. Approximately one month ago, the patient complained of experiencing an aggressive heart rate and was admitted to the ER. The patient received an external shock to terminate sudden tachy arrythmia. It was noted that all other parameters are within normal range. This device currently remains implanted and in service. No additional adverse patient effects were reported. Additional information: further information was provided indicating that this device was explanted and replaced and is expected for return. No additional adverse patient effects were reported.

Event description:
It was reported that this device is suspected of exhibiting premature battery depletion behavior. Additionally, this cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, and the device has been emitting beeping tones every 6 hours. Approximately one month ago, the patient complained of experiencing an aggressive heart rate and was admitted to the ER. The patient received an external shock to terminate sudden tachy arrythmia. It was noted that all other parameters are within normal range. This device currently remains implanted and in service. No additional adverse patient effects were reported.